Event description:
Customer's niece reports lancet sticks out after being fired while using the softclix lancet device. Niece accidentally stuck herself while trying to pull lancet out manually. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.